Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the cervical ipg site and physician wanted to relocate the position but the ipg header had already fallen out of place and the patient underwent surgical ipg replacement and effective therapy was restored post operatively .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.